Event description:
On (B)(6) 2014, the reporter contacted animas, alleging power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows an evidence of a partially charged battery being installed on (B)(6) 2014 05:55; with a vp reading of 80. No damage found to the battery compartment or the returned battery cap. The returned battery cap fully tightens to the pump until resistance is met and no yellow o ring is visible. No power interruptions were duplicated when a 24hr duration test was performed using the returned battery cap. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.